Event description:
The customer received a blood glucose result of 445 mg/dl. The next day the customer began taking glucotrol pills to bring down blood glucose. Customer took 9 to 10 pills throughout the day. The customer began vomiting and went to the hosp because the results were not going down. At the hosp they tested blood glucose and received a result of 195mg/dl and the customer's device read 254 mg/dl. The hosp performed blood glucose and urine tests. No other treatment was received. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.